Manufacturer narrative:
(B)(4).the root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).

Event description:
The facility representative reported a colleague infusion pump with an (B)(4) failure. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version (B)(4) which is categorized as remediated. No additional information is available.

Manufacturer narrative:
The reported condition of failure (B)(4) was confirmed but not reproduced. The reported condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb (air-in-line printed circuit board) was recalibrated and verified. (B)(4).